Event description:
Facility reports that they have two paclitaxel sets that have leaked after being filled with chemotherapy medication. Both leaks resulted in a chemo spill. No pt or user injury or exposure was reported to have occurred in either situation. One leak was reportedly right by the filter, the other was right by the needleless connection. Further follow up with customer revealed that both units were found to be leaking during pt use while infusing paclitaxel. Contact stated that in each case medication leaked from tubing onto the floor. Reportedly, chemo spill kit was used to clean up the chemo fluid. Each incident was reported to have occurred on two different days.